Manufacturer narrative:
The fse evaluated the device while onsite and could not confirm the reported problem. The fse reported all front panel buttons were working. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The fse reported 2 calls were logged from the customer; the call description for this call was incorrect. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the front panel buttons do not work. The customer reported there was no patient involvement.